Event description:
Covidien (B)(4) customer reports foreign object found inside the syringe. Looks like a piece of a plastic tip. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.